Event description:
It was reported that an unspecified quantity of IV sets were difficult to disconnect, resulting in cracked male luers connectors. The reporter stated that the male luer became stuck within the female luer connector and could not be removed. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.